Manufacturer narrative:
Due to character limitation. Initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge filed service engineer (fse) performed check of the unit and could not reproduce error initially. Customer stated that they were using the unit with an arrow balloon setup and unit would not autofill. The fse was only able to test initially with a maquet balloon setup and the unit would autofill. The customer provided the fse with a test arrow balloon setup that they use for troubleshooting purposes. The arrow balloon pump would not autofill. After several attempts, the fse verified that the maquet balloon began to fail. Additional troubleshooting was needed. After continuing to troubleshoot the issue the fse recalibrated regulator pressure transducers. Verified that 30 psi calibration values but unit consistently failed autofill with test balloon. Tried replacing the safety disk and drive manifold assembly (0104-00-0031) as solution to the issue. Unit still would not pass all manifold test. The fse replaced the pneumatic interface manifold (0997-00-1178) and verified that unit would maintain pressure and vacuum during all manifold test. Verified that the pim leak test section of the test passed. Booted unit and verified that numerous autofill cycles were successful. Verified unit calibrated and passed all functional and safety tests per factory specifications. Returned the unit to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 20 feb 2025. The failure analysis and testing dept. Received part number patient module assembly serial number with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number patient module assembly serial number into the cardiosave test fixture serial number and tested the patient module assembly to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Proceeded to boot the cardiosave into clinical mode to perform an autofill. The unit would not perform an autofill. The fat then booted the system into diagnostics mode to perform the 30 psi calibration. The unit would not complete the calibration. The patient module has a leak. The fat was able to replicate the complaint of autofill failure. The patient module failed testing. Retaining the patient module in the fat per procedure number 0002-07-d008 rev. There¿s not enough information to conclude a probable root cause aside from the 0997-00-1178 assembly being faulty.